Event description:
It was reported that a day after pump replacement (reference MFR report #6000030200903701) the patient expired. The cause of death was unknown. The relationship of the patient's death to the device/therapy was not reported. The pump contained morphine 10mg/ml delivered at 3mg/day at the time of the event. Additional information has been requested, but was not available as of the date of this report.